Event description:
The reporter called lifescan (lfs) and alleged that the patient's meter was reading inaccurately erratic. The patient tested on their meter and obtained a result of 300 mg/dl. Pt did not report any other glucose results. They reported no symptoms at the time of testing. No injury or harm alleged. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed two control solution tests, both failed. A replacement meter is being sent.